Event description:
The patient had a labor epidural. The nurse inserted the foley catheter. About 30 minutes later, the catheter was found in the bed without the balloon or any remnants of the balloon. The obstetrician ordered a urology consult. He ordered a CT of the abdomen, which did not show the silicone balloon part in the bladder. At her first void, she got up to go to the bathroom and afterwards, the rn did pericare, and the small balloon fragments were found attached to her peritoneum. It was retrieved and looks like it was intact. It is not known if the balloon was there all the time or she passed the balloon fragment with the first void.